Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler during step 9 of their pd end treatment. The patient had reported receiving dl - drain line is blocked. Please check drain line and m31 air detected in cassette warning alarms during drain 3 of 4 of treatment. The patient reported they cancelled treatment following the cycler alarms and stated that an alternate treatment option was available. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler. Fluid was discovered in the pump module area and from inside of the cassette door. The patient was advised to disregard using the cycler and to contact their on-call nurse for advice on alternate treatment options. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient was able to complete peritoneal dialysis treatment using manuals on the night of the reported event and following the discovery of the reported fluid leak. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and was no longer available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler during step 9 of their pd end treatment. The patient had reported receiving dl - drain line is blocked. Please check drain line and m31 air detected in cassette warning alarms during drain 3 of 4 of treatment. The patient reported they cancelled treatment following the cycler alarms and stated that an alternate treatment option was available. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler. Fluid was discovered in the pump module area and from inside of the cassette door. The patient was advised to disregard using the cycler and to contact their on-call nurse for advice on alternate treatment options. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient was able to complete peritoneal dialysis treatment using manuals on the night of the reported event and following the discovery of the reported fluid leak. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and was no longer available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Investigation determines that there was no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler during step 9 of their pd end treatment. The patient had reported receiving dl - drain line is blocked. Please check drain line and m31 air detected in cassette warning alarms during drain 3 of 4 of treatment. The patient reported they cancelled treatment following the cycler alarms and stated that an alternate treatment option was available. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler. Fluid was discovered in the pump module area and from inside of the cassette door. The patient was advised to disregard using the cycler and to contact their on-call nurse for advice on alternate treatment options. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient was able to complete peritoneal dialysis treatment using manuals on the night of the reported event and following the discovery of the reported fluid leak. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and was no longer available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Correction: b3, h6 therapy date.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The patient sensors, system air leak and valve actuation passed. A post-accelerated stress test simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. Found fluid in hp2 filter. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the leak event is unconfirmed. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler during step 9 of their pd end treatment. The patient had reported receiving dl - drain line is blocked. Please check drain line and m31 air detected in cassette warning alarms during drain 3 of 4 of treatment. The patient reported they cancelled treatment following the cycler alarms and stated that an alternate treatment option was available. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler. Fluid was discovered in the pump module area and from inside of the cassette door. The patient was advised to disregard using the cycler and to contact their on-call nurse for advice on alternate treatment options. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient was able to complete peritoneal dialysis treatment using manuals on the night of the reported event and following the discovery of the reported fluid leak. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and was no longer available for return for physical evaluation by the manufacturer.